Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 426 mg/dl and feelings of being sick; cause was unknown. Elevated bg was addressed via a correction bolus and supply change. Tandem technical support commenced conducting system check. Reportedly, the customer had removed past infusion set, however, did not manually check for any defects. Customer was instructed to consult with their healthcare provider. Tandem technical support made multiple follow up attempts with the customer to determine if bg level was normalizing, however, no response received.